Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed while the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during a training session.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed an alarm code which is produced as a result of the primary motor not being engaged. The root cause of the customer-reported alarm was determined to be a malfunction of the main printed circuit board assembly (pcba) not powering the primary motor printed circuit board assembly (pcba) triggering the driver to convert to secondary motor operation and alarm as designed. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.